Manufacturer narrative:
Taper ii. A partial device was returned for analysis. The explanted band was returned, however the original port explanted in 2009 was not returned for analysis. Based on the implant date and catalog number provided about the original port, it is assumed the product associated with this complaint is a taper ii. Evaluation summary: the band portion of the device was returned, and visual inspection noted the band tubing was separated/broken. The buckle of the lap-band was also separated/broken. A leak test was performed on the lap-band, and no leakage was noted. A fill test was also performed on the returned lap-band, and no blockage or resistance to flow was observed. Microscopic analysis was performed, and striated openings consistent with surgical damage were noted on the buckle and the band tubing. Not all of the band tubing was returned for analysis. Device labeling address the possibility of a leak and device removal as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient had the entire lap-band system removed due to a device leak. The patient had weight regain and comorbidity, and the lap-band system was removed without replacement. Follow up found that prior to this event, the patient had a port removal and replacement on (B)(6) 2009 due to a "leak" and a "kink in the tubing." This report is for the explant of the original band, and for the explant of the original port.